Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a kink in the circuit, and the drug had not been administered. The event occurred during patient use/administration at facility. There was no reported patient harm/adverse event.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported kinked condition of the device tubing. During functional testing, the occlusion of the device flow was traced to the green flow stop mechanism, which was determined to be kinked. However, as no lot number was provided, a review of product history records could not be conducted. No root cause could be established for the observed condition.